Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The ratchet extension arm would not go through the base smoothly and the lock had movement. Unit was worn and required cleaning and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. (B)(4).

Event description:
A customer reported that the a1108 mayfield triad skull clamp was not ratcheting smoothly. There was no known patient injury or surgery delay.